Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead removal was attempted due to high impedance with fracture. Removal was unsuccessful due to failed to reach past 2-3 cm on attempt with locking device, and then tight rail reached approximately 2 cm into the subclavian and the lead had a complete breakage with a remnant migrating into the svc. A new rv lead was successfully implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.